Event description:
Pump reported to be set at 50 ml/hr with an unk type and amount of solution. Approx 14 hours later, 1500 mls was reported to have been infused. No respiratory distress occurred. The pt's vital signs were stable. No pt injury resulted.